Event description:
It was reported an issue with monoplus suture. The customer reported that there were 9 sutures instead of 8 inside the package. The customer used it without realising that it contained 9 sutures. At the end of the procedure, there was a prolongation of the surgical time due to a mismatch in the number of needles. The sutures in question were used for cardivascular surgery.

Manufacturer narrative:
If additional information becomes available a follow up report will be submitted.

Manufacturer narrative:
Analysis and results: there are no previous complaints of this code batch of which we manufactured and distributed in the market (B)(4) units. There are no units in stock in b. Braun surgical's warehouse. We have received an open sample with 9 needles. The open unit received was used (blood marks in support cardboard) and part of the first pack and cardboard were missing and in consequence a proper analysis cannot be done. Batch manufacturing records have been reviewed, and there are no incidences in the production process of this code-batch. Considering that there are no previous complaints for this issue, for this code-batch, we consider that this is an isolated unit. Final conclusion: taking into account that the sample received contained 9 needles, not fulfilling b. Braun surgical specifications, we conclude that the complaint is confirmed by evidence of the samples received. Actions on distributed product of this reference/batch: based on the conclusion derived from investigation, it is not required to make actions in distributed product. Corrective/preventive actions: according to our internal procedures, there is no need to establish corrective or preventive actions. Nevertheless, this complaint is recorded for trending analysis to assess if actions are needed in the future.